Event description:
Information was received from a manufacturer representative regarding a patient who was receiving baclofen via an implantable pump for intractable spasticity indications for use. It was reported that the patient went to their physician two weeks ago where the patient stated that he felt like he was getting too much medication, so the dose was lowered. The patient visited their physician two weeks ago and reported feeling that the medication was too much, leading to a reduction in the dose. Over the weekend, the patient showed up at the hospital complaining of withdrawal symptom. The company representative (rep) stated that they were unsure it was baclofen withdrawal as the patient was experiencing nausea and vomiting and was very tachycardic with a heart rate of 120. The patient had no rebound spasticity or other indications of baclofen withdrawal. The patient was given a single bolus of 35 mcg and was put in intensive care unit (ICU); his heart rate came down to 100. The rep had no further details at the time of the call. The rep was not with the patient. The agent reviewed potential causes of changes in therapy; reviewed option to do a dye study if they feel it is needed. The rep will follow up with the physician.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the company representative (rep) via the healthcare provider (hcp) there was no device issue reported by hcp. They were not clear why patient was tachycardic or what was meant by "too much medication". It was reported that the event was initially reported by a unknown resident calling about patient. The cause of the medication being too much, withdrawal, tachycardic and in intensive care unit (ICU) was unknown. Actions/interventions taken to resolve the issue included a bolus being given and patient¿s heart rate came down to 100. It was unknown if the issues resolved at the time of this report as no further follow-up by resident.

Manufacturer narrative:
H6 codes have been corrected and updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.